Event description:
During follow-up, interrogation of the device was not possible resulting in an error message. Abbott technical support was contacted and the diagnostics were cleared to resolve the event. The device was then able to be interrogated and reprogrammed. The patient was in stable condition.